Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the lower abdomen using a coolmax applicator; on (B)(6) 2016 to the mid upper abdomen using a coolmax applicator; on (B)(6) 2015 to the lower abdomen using a coolmax applicator and lateral abdomen using a coolcurve+ applicator; on (B)(6) 2016 to the bilateral posterior flanks and bilateral mid back using a coolcurve+ applicator; on (B)(6) 2017 to the lower abdomen using a coolmax applicator, bilateral mid upper abdomen using a coolcore applicator, and bilateral waist using a coolcurve+ applicator; and on (B)(6) 2017 to the lower abdomen/suprapubic area using a coolmax applicator, right mid upper back and lateral abdomen using a coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) 5-6 months post-treatment, diagnosed in the waist/ flanks, upper and lower abdomen on (B)(6) 2018. The tissue was described as harder with a larger volume of fat and more abdominal fullness.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 to the lower abdomen using a coolmax applicator; on (B)(6) 2016 to the mid upper abdomen using a coolmax applicator; on (B)(6) 2015 to the lower abdomen using a coolmax applicator and lateral abdomen using a coolcurve+ applicator; on (B)(6) 2016 to the bilateral posterior flanks and bilateral mid back using a coolcurve+ applicator; on (B)(6) 2017 to the lower abdomen using a coolmax applicator, bilateral mid upper abdomen using a coolcore applicator, and bilateral waist using a coolcurve+ applicator; and on (B)(6) 2017 to the lower abdomen/suprapubic area using a coolmax applicator, right mid upper back and lateral abdomen using a coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) 5-6 months post-treatment, diagnosed in the waist/ flanks, upper and lower abdomen on (B)(6) 2018. The tissue was described as harder with a larger volume of fat and more abdominal fullness.